Event description:
It was reported that, "the impactor would not disengage from the implant. The tray was removed, and another implant was opened and implanted."

Manufacturer narrative:
Eval summary: visual inspection indicated that the impactor/extractor showed signs of wear associated with normal use. Also, it was noted that the threaded region of the impactor/extractor's screw shaft had fractured. The broken screw shaft is the cause of the device's failure to release the tibial baseplate. The results of the investigation indicate that galling of the extractor shaft and threads led to binding of the device. Binding of the device, followed by further application of force to release the device, lead to the fracture of the threaded region of the shaft mentioned in the visual inspection.